Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced low blood glucose. Blood glucose reading was 2.9 mmol/l. The customer treated for their low blood glucose with meals with injection. The customer alleges insulin pump was over delivering due to insulin pump was not alerting that battery was getting low before the battery change was required. Customer using auto mode feature active at the time of event. Customer current blood glucose was 12.4 mmol/l. The reservoir will not be returned for analysis.